Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x1 rb mck needle pulled out of hub. Verbatim: complaint via email. Email(s) attached. Complaint number. Dm-26-0228 report date 4/14/2026 factory/manufacturer MFR reorder (B)(4). Product name needle, sfty 192-n251s preventsg org 25gx1" lot / serial number (B)(6). Product concern ma was giving the patient a hpv shot, using prevent sg safety hypodermic needle glide. After the ma administered the shot and went to remove it from the patient's arm, the needle came detached from the hub, and the needle was stuck into the patient's arm. How was the needle removed? The medical assistant was able to safely remove the needle from the patient's arm. Did an injury occur? What medical treatment was provided following the incident? No injury occurred; no medical treatment was necessary. Customer name customer contact/email/phone customer address sample availability.